Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported it was not determined that the lead had moved, but that it was a possibility that was proposed. No further information reported.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v124887, implanted: (B)(6) 2008. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the tech who check it out felt the patient¿s leads had moved, the device was turned off. The patient stated the frequency was less. The patient noted they were deciding to have the leads checked out or the device removed or changed. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported the patient felt shocks in their cheek of their rear end, and it had happened before, so they wanted to get the implant checked by a manufacturer representative (rep) at their upcoming healthcare professional (hcp) appointment. It was found that decreasing amplitude did not eliminate stimulation. The patient stated it was at the lowest level and it was still shocking them. This was a sudden change in therapy/symptoms. No further complications were reported as a result of this event.